Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a vats lobectomy, the doctor squeezed the handle and there was a big noise from the instrument. The handle could not squeeze anymore. The surgeon changed another handle to finish this surgery. There was no patient injury, medical intervention, or extension of surgical time by 30min or more. Current patient status is stable.